Event description:
It was reported that the patient presented for a device check. Fluoro found externalized cables between the svc and rv coils. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.